Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer..

Event description:
It was reported that the patient was receiving a platelet transfusion. The IV pump module fell off during platelet transfusion, and the IV tubing came disconnected from the platelet bag. The advanced practice registered nurse (aprn) was able to grab and invert the bag to prevent further loss of platelets. About 20 ml of platelets were on the floor. A new set of IV tubing/module was obtained, and the remaining infusion was completed. The aprn was notified and the platelet value was checked after transfusion. There was patient involvement but no harm.